Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had audio anomaly. The customer's blood glucose value was unknown at the time of incident. Customer states insulin pump does not vibrate or beep. Customer also states insulin pump had minor scratches on screen. Customer states they can hear when rewinding. The insulin pump will not be returned for analysis.